Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction procedure the system shut down. After switching the system on they were unable to prime the cassette. The customer could not enter the event log. Patient impact is unknown. Additional information has been requested but not received.

Manufacturer narrative:
The customer reported that the system shut down during surgery. Patient impact is unknown. Additional information was requested but not received. The company service representative examined the system and was not able to replicate the reported event. The company service representative replaced a damaged power cable as preventative maintenance. The system was then tested and met all product specifications. The system was manufactured on february 28, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).